Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and no non conformances were found. Because the pump was not returned to mmdg, no investigation could be completed. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump was under infusing. They stated that at the end of the feeding that the bag still had half of the formula left in it. Mmdg followed up with the initial reporter who stated that the patient had not experienced any adverse effects due to the complaint. No other information was provided. (B)(4).